Event description:
The patient contacted lifescan and reported that the one touch ultra meter was reading inaccurately erratic. There is no allegation of harm or serious injury. A patient reported blood glucose results of 260 mg/dl, and 99 mg/dl with a lifescan meter, performed within 10 minutes of each other. During troubleshooting, it was verified that the meter was in the right unit of measurement. However, the patient reported that there were black marks on the tape of the test strips. Based on the information provided, there is an indication that the product has malfunctioned and that it meets the criteria for a medical device reportable. Therefore, this cse is reported as a product malfunction.